Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was kinked and dented before use. It was later reported via email on (B)(6) 2018 from (B)(6) that the dent was a result of the catheter being kinked.

Event description:
It was reported that the catheter was kinked and dented before use. It was later reported via email on 05 november 2018 from (B)(6) that the dent was a result of the catheter being kinked.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted there was no kink on the catheter as per reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[direction for use]. 2. Precautions for use: (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube."

Event description:
It was reported that the catheter was kinked and dented before use. It was later reported via email on 05 november 2018 from an ibc medicon representative, that the dent was a result of the catheter being kinked.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found no abnormalities on returned sample as per reported event.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter"